Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (deployment failure, fem-fem bypass), (moderately calcified, moderate thrombus, moderately tortuous vessels).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm saccular abdominal aortic aneurysm approximately 1 month ago. Vessel morphology was reported moderately calcified, moderate thrombus, moderately tortuous vessels. The aortic neck is 22 mm in diameter at the renal arteries and is 10 mm in length. The bifurcated stent graft was advanced on the right side and successfully deployed, however, the physician was unable to cannulate the contralateral gate (left side) with a guidewire. Since the contralateral gate was unable to be cannulated the physician elected to implant a talent converter device and perform a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.